Manufacturer narrative:
The baxter technician found the right caster holder needed to be replaced. The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their device. The technician replaced the right leg to resolve the reported event. Based on this information, no further action is required. Although there was no reported injury with this event, if the report of a caster coming off were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
Baxter received a report that golvo 9000 lowbase had front right caster fallen off. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.